Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) on (B)(6) 2025 due to hypoglycemia event. Blood glucose level was 124 mg/dl at the time of the event and patient got treated with 2 cups of orange juice with water. The duration of hospitalization was less than 24 hours. Patient was experienced the symptoms of blurry vision at the time of the event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.